Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the machine & found some keys of the keypad are not working. Fse resetted the connections keypad controller pcb & again check & found now all keys are working properly. Performed all functional tests. All tests passed. Observed the machine on system trainer for more than 2 hours & found machine is working ok.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had keypad issue, not working properly. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.